Manufacturer narrative:
Follow-up #1 date of submission 10/15/2015-device evaluation: the pump has been returned and evaluated by product analysis on 10/01/2015 with the following findings: a review of the pump black box data indicated evidence of an unacknowledged eaw 162 followed by a replace battery alarm and several reboots. The replaced battery was not fully charged. During a visual inspection of the pump, the battery compartment was observed to be cracked. A test battery cap secured properly to the pump and a power loss was not observed. The pump successfully completed the ez prime steps. The current draws measured within specifications. The pump case was removed and no evidence of moisture or loose components was found inside the pump. The complaint was not duplicated during testing. (B)(4)

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (power issue) issue, "the battery alarm is always ringing." This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.